Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was successfully deployed from the delivery system. Reportedly, the physician was using the alternative method of deployment where the proximal flange of the stent is fully-deployed in the scope, and the stent is then released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. When the physician attempted to release the proximal flange from the scope, it could not be released and was stuck in the scope. The physician pulled back on the scope, which pulled the distal flange of the stent out of the pseudocyst. The proximal flange then released from the scope inside the patient's gastrointestinal tract. The stent was retrieved from the patient using either rat tooth forceps or a snare. The procedure was successfully completed using another axios stent. There were no patient complications as a result of this event. The patient was reported to be doing well.